Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information was added to d8, h4, h6, and h10. Corrected data: d4, based on the serial number provided by the author, the model number was determined to be bf-uc180f. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is unable to be established. The instructions for use state: important information ¿ please read before use intended use this instrument has been designed to be used with an olympus compact endoscopic ultrasound center or an olympus universal endoscopic ultrasound center or a diagnostic ultrasound system (hitachi, ltd.), video system center, light source, documentation equipment, monitor, endotherapy accessories and other ancillary equipment. This instrument is designed for endoscopic real-time ultrasonic imaging, ultrasound guided needle aspiration and other endoscopic procedures within the airways, tracheobronchial tree, esophagus and surrounding organs. Do not use this instrument for any purpose other than its intended use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the author. D4: the author provided serial (B)(6). However, this is an invalid serial number for the subject device, bf-1th190. Further attempts for clarification have been unsuccessful and no response has been received.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been reported by the importer under MDR # 2951238-2021-00428.

Event description:
Literature: diagnostic yield of electromagnetic navigational bronchoscopy: a safety net community-based hospital experience in the united states (article attached).   This retrospective study was to evaluate the diagnostic yield of electromagnetic navigational bronchoscopy (enb) done in such a setting and its associated complications. A total of 77 patients undergoing enb between (B)(6) 2014 and (B)(6) 2020 were identified for analysis and the data for diagnostic versus nondiagnostic enb were compared. Olympus video bronchoscopes (olympus, (B)(4)) with a 2.8 mm working channel were used for all cases. Study reported an overall 1-year diagnostic yield of 80.2%, with 73% sensitivity for malignancy and a low overall complication rates. No deaths or respiratory failures were noted within the cohort. The study concluded that, enb is safe and feasible with a high diagnostic success rate even when performed by pulmonologists not formally trained in interventional pulmonology in low resource settings under moderate sedation.     Patient identifier (B)(6): pneumothorax requiring chest tube placement (tube thoracostomy) and hospitalization occurred only in 1 case, (1.3%); and any grade pneumothorax occurred in 4 cases (5.2%).